Event description:
A nurse assisting a (B)(6) old female patient contacted zoll customer support to report that the patient was receiving constant check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon evaluation, the trunk cable connector was broken and several wires were severed. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.